Event description:
This case was initially received via regulatory authority (reference number: (B)(6)) on (B)(6) 2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain/ pelvic pain") and genital haemorrhage ("bleed really bad") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pains"), alopecia ("my hair is falling out"), nausea ("im nauseous all the time") and asthenia ("I have no energy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, alopecia, nausea, asthenia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered alopecia, asthenia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient's most, if not all symptoms decreased (not specified), soon after removal. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure indication female sterilization, insertion date (B)(6) 2014 and removal date (B)(6) 2017 were added. Event pelvic pain was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, vulvovaginal pain, device monitoring procedure not performed were newly added. Now .case became legal and device category incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 12-aug-2015. The most recent information was received on 01-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain/ pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("bleed really bad") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test". The patient's past medical history included eye operation, tonsillectomy and multiparous. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain, vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pains"), alopecia ("my hair is falling out"), nausea ("im nauseous all the time") and asthenia ("I have no energy"). The patient was treated with surgery (partial abdominal hysterectomy. Supracervical abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, genital haemorrhage, back pain, alopecia, nausea, asthenia, menorrhagia, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered alopecia, asthenia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient's most, if not all symptoms decreased (not specified), soon after removal. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: medical records received : the event abnormal uterine bleeding added. The patient and reporter information updated. Historical condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0225) on 12-aug-2015. The most recent information was received on 18-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain/ pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("bleed really bad") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test". The patient's past medical history included eye operation, tonsillectomy and multiparous. Concomitant products included naproxen. On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("my hair is falling out"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain") and tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pains"), nausea ("im nauseous all the time"), asthenia ("I have no energy") and vaginal infection ("infection: vaginal") with vaginal discharge. The patient was treated with medroxyprogesterone acetate (depo-provera), surgery (partial abdominal hysterectomy. Supracervical abdominal hysterectomy with bilateral salpingectomy), surgery (partial abdominal hysterectomy. Supracervical abdominal hysterectomy with bilateral salpingectomy) and surgery (partial abdominal hysterectomy. Supracervical abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, genital haemorrhage, back pain, alopecia, nausea, asthenia, menorrhagia, dysmenorrhoea, vulvovaginal pain, vaginal infection and tooth disorder outcome was unknown. The reporter considered alopecia, asthenia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient's most, if not all symptoms decreased (not specified), soon after removal. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet received. Concomitant and treatment drug are added. New events vaginal infection with vaginal discharge, dental problems were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.